Event description:
It was reported that a edwards 21mm bioprosthetic aortic valve was explanted after approximately 8 years due to "extra-calcification". The operative report confirmed a diagnosis of aortic stenosis and coronary artery disease. The patient underwent a aortic valve replacement, endarterectomy of the ascending aorta, placement of intraaortic balloon pump and pericardial reconstruction. The operative report noted, "there were heavy calcific plates of atherosclerotic material through the ascending aorta", [at the end of surgery] the patient was transferred to the ICU in satisfactory condition after the procedure.

Manufacturer narrative:
Method: evaluation not yet completed. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Device evaluation results, as well as edwards' conclusions, will be reported once completed.

Manufacturer narrative:
Device evaluation: the explanted valve was returned for evaluation, and exhibited heavy extrinsic calcification in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent outflow. As received the tissue was dehydrated. Cuts in the sewing ring exposed the wireform at the inflow aspect, most likely due to explant. The wireform was intact, evident in the x-ray. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.